Manufacturer narrative:
Device eval anticipated, but not yet begun. The suspect device involved in the reported incident was returned to merit medical for evaluation. A follow-up report will be submitted when the investigation is complete.

Event description:
The complainant reported that during a contrast injection procedure, there were 3 failures with CT kits. Contrast was spurting out from one of the valves or from the tubing between the valves.